Manufacturer narrative:
The customer did not supply the age, date of birth, sex, or weight for the patients. A field service engineer (fse) was dispatched and identified a defect in the aspirate probe tubing. The tubing was returned to beckman coulter for evaluation and the presence of a hole in the aspirate probe tubing was confirmed. The tubing was replaced. In conclusion, incomplete aspiration resulting from a hole in the aspirate tubing can lead to erroneous results as seen in this event.

Event description:
The customer reported an error message regarding a low thyroid-stimulating hormone (access hypersensitive htsh) result on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) that stated "moving average is out of error range." Controls passed within customer specifications on the morning of the event. After the error message, controls were run and were out of range for multiple assays. The customer also repeated some samples from the event date on the laboratory's alternate instrument and the repeat results were higher than the original. These results were not provided. The customer contacted the beckman coulter hotline. As part of troubleshooting, a system check was performed and failed to meet specifications and attempts to prime substrate with drawback calibration failed. The customer stated that qc (quality control) run before the incident passed within specifications. The last system check run before the event was completed on 26oct2015 and passed all specifications. The customer did not provide sample collection or centrifugation information. A field service engineer (fse) was dispatched to assess instrument performance.